Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins). It was reported that patient is still getting shocked when she charges the ins with therapy off since (B)(6) 2019. Patient stated she saw one of her reps in (B)(6) 2019 at the healthcare professional office, because patient was having issues with her equipment not locating the ins. Rep told patient to keep trying to connect and charge. Healthcare provider told patient that she needs to schedule an appointment with the rep to resolve the issue. Healthcare provider told patient that it was a hardware issue and to call mdt. Patient stated she is sick with a cold and can't leave her house. Patient said she has an appointment with healthcare provider on (B)(6) at 3:30 pm. Patient services specialist (pss) relay message to rep. [Refer to pe (B)(4) for information related to patient issues with implant and therapy due to a car accident in (B)(6) 2019.]